Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(4). Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the intraocular lens (iol) was discovered to be detached after implantation into the patient's eye. The iol was removed and replaced with a back up of unknown model and serial number. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: may 5, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification before and after cleaning revealed that the lens was received cut in half with a detached haptic. The detached haptic was observed overridden and stuck in the cartridge of the complaint handpiece. The intact haptic was measured via dimensional inspection and passed within specifications. No additional handpiece, cartridge, and plunger rod defects or assembly issues were observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed in the handpiece cartridge which suggests that an inadequate amount of ovd was used during loading and insertion which can contribute to usage issues. As a result of the investigation there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.